Event description:
Philips received a complaint on the v60 indicating that there was a battery failure during preventive maintenance (pm), and the battery needed to be replaced as it exceeded five years of life. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. During pm, there was a battery failure, and the battery needed to be replaced as it exceeded five years of life. Per good faith effort (gfe) response received 09apr2025, the device also displayed a 1124 ¿battery failed¿ alarm error, and the battery had issues with charging/holding a charge. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual which indicates that the battery requires replacement every 5 years to ensure proper system performance; however, the repair for this device cannot be conducted at this time due to a backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A service engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the service engineer replaced the battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.